Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user attended the clinic for troubleshooting in (B)(6) 2020 with reports of no hearing perception from the device.

Manufacturer narrative:
Additional information: based on the received information from the field, it seems that the implant electronics has been damaged due to a possible external impact. In addition, prior to the complete loss of function, several channels with hi impedance were observed for undetermined reasons. To determine an exact root cause device investigation would be necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user attended the clinic for troubleshooting in september 2020 with reports of no hearing perception from the device. Imaging tests will be performed and reviewed by the surgeon. Re-implantation is being considered.